Event description:
I am currently using dexcom g6 continuous glucose monitor and the reading on the dexcom read 130 and my fingerstick read 65. These numbers were significantly different. FDA safety report ID# (B)(4).